Event description:
The reporter stated the surgeon inserted a 10.0 diopter aq2010v silicone three piece lens and the lens tore. The incision was enlarged to remove the lens and another lens was implanted. The reporter stated the cause of the lens tear was due to the cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.